Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown surgery, oozing occurred at the 3rd firing since the staples were unformed. The oozing was stopped with ball electrode. The cartridge color was white. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.